Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial blank display after changing battery. The customer¿s blood glucose level was 188 mg/dl at the time of the incident. Troubleshooting was done for partial display. One half of the screen is white with vertical lines and the other half is normal but faded out. The customer was assisted with troubleshooting and the display did not return. Customer is using a recommended fully charged 1.5v (B)(6) battery. Customer states the pump was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned back for analysis.

Manufacturer narrative:
Pump received with a blank non-flashing white lcd display with vertical/horizontal white lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments due to blank display. Pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.